Event description:
The customer called reporting that her adc meter had been reading in mmol/l instead of mg/dl. The customer did not know how long the meter had been reading in the wrong unit of measure. The customer has a meter which will allow changing the unit of measure. The customer reports she was taking in extra sugar (candy, chocolate and soda) because of this and had a heart attack. The customer's dr related the heart attack, which required a stint and angioplasty, was due to the customer's elevated blood glucose levels.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval.